Manufacturer narrative:
The referenced pump stoppage and driveline disconnect was reported under MFR# 2916596-2018-01284. (B)(4). Approximate age of device- 1 year and 8 months (calculated from the day the product was assigned to the patient to the day of the event.) The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with low speed and low flow alarms observed on their system controller. There are also reports of pump stoppage and driveline disconnect alarm. The log file reviewed by the manufacturer's technical services captured a no external power event on (B)(6) 2018. This appeared to be due to the mobile power unit (mpu) ac power cord coming loose at either the mpu power cord connection or the ac wall outlet. There was no interruption support to the patient and the mcs equipment operated as expected during this event. No additional information was provided.